Manufacturer narrative:
Age at the time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. A 90% stenosed target lesion was located in a severely tortuous and severely calcified proximal to middle of the right coronary artery (rca). A 1.50mm rotalink plus was selected for treatment. During procedure, ablation was performed at about 10 times for about 15 seconds each at 118,000 to 200,000rpm. However, when the speed reached at 220,000rpm, the device became stuck before reaching the mid rca. An attempt to release the burr was done using a balloon; however the burr could not be released, thus the patient was sent for surgery. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a surgery was performed to remove the burr and there were no fragments left inside the patient's body. Patient's status was stable and was discharged from the hospital.